Manufacturer narrative:
Other relevant devices are: vamc3636c200te, s/n: (B)(4); use by date: 26-june-2014: upn # (B)(4). Vamc3636c150te, s/n: (B)(4); use by date: 17-jan-2015: upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic aneurysm disease. The patient previously had a type a dissection. It was reported that approximately 5 years post the index procedure, a type iiib endoleak was observed on a CT. Another manufacturer's device was used to realign the graft and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Fil evaluation summary; the exact cause/source of the reported type iiib fabric endoleak could not be determined from the films provided. Angiograms during implant revealed that 3 valiant stent grafts had been implanted into the patient, extending continuously from the thoracic arch to the distal abdominal aorta. Images during stent graft positioning and deployment, and delivery system removal were not seen in the returned films. The visceral vessels and renal arteries had been bypassed near the origin of the left and right common iliac arteries. The stent grafts showed appropriate junctional overlap and were patent, and no obvious device issues were observed. CT¿s and angiograms from 58 months post-implant revealed that the three (3) valiant stent grafts were in the approximate same in-vivo configuration seen immediately after implant, extending continuously from the thoracic arch to the distal abdominal aorta. The maximum taa measured ~96mm max diameter near the top of the taa, ~78mm diameter within the aaa, and there appeared to be good proximal and dis tal sealing as well as appropriate device overlap across the 2 junctions. Contrast most likely from a type iii fabric endoleak was seen outside lower section of the taa/aaa, and likely resolution of the endoleak was seen after relining the entire length of the stent graft. The cause of the endoleak could not be conclusively determined; the films did not reveal any obvious stent graft characteristics that could explain the observed endoleak. The endoleak was located near the relatively straight overlapping distal and mid-level devices, in a primarily unsupported area within the aneurysm sac. It is possible that this endoleak was caused by overlapping wear at the junction, and was possibly exacerbated by stent graft angulation occurring at the articulation/junctional location where the stent grafts transitioned from 2 overlapping devices to the single distal device. It is also possible that this was a type iii junctional endoleak. Lack of stent graft diametrical oversizing between the components may have contributed; however, there appeared to be sufficient component overlap (~6cm). If information is provided in the future, a supplemental report will be issued.